Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a ventricular tachycardia (vt) storm. The device delivered nine shocks which did not convert the rhythm. The patient was externally defibrillated. During the stress test, noise and some under-detection were observed. It was indicated the physician did not have any suspicion of a device anomaly. There were three different morphologies that could lead to therapy ineffectiveness. The patient was provided medication. Boston scientific technical services (ts) reviewed the provided x-ray and indicated that the device had changed which resulted in movement of the electrode. There was no indication of any further testing or intervention at this time. No additional adverse patient effects were reported. Subsequent information was received information that this patient suffered a slow vt. The physician elected to explant the subcutaneous implantable cardioverter defibrillator (s-ICD) system and implant a transvenous system. No additional adverse patient effects were reported.